Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated following disassembly during trouble-shooting. The device was put through extensive testing, which included functionality testing without duplicating the malfunction. The smart pneumatic board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "off set self check failure -1174" and "compressor fault -1002", "compressor fault - 2002" and "compressor fault- 3002" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.